Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer alleging possible pump under delivery. The customer¿s blood glucose was 380 mg/dl at the time of incident and current blood glucose is 290 mg/dl. The customer was treated with syringes. The customer state that drive support cap appears normal. The customer also state that there was no multiple large bubbles are present along the tubing length. Customer reports insulin exited at the quick release. The insulin pump will not be return for analysis.